Event description:
On 10/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-2260 distal biceps repair implant system first construct was released in the pavilion; the sutures were released from the button. The tendon was released from the tunnel. The sutures detach from the button, returning the biceps through the tunnel. The button could not be recovered and remained inside the patient. The case was completed using a new ar-2260 distal biceps repair implant system. This was discovered during a distal biceps repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.